Event description:
Healthcare professional reported approximately 2 months after injection in the "right cheek" with one syringe of juvederm ultra plus xc, the patient developed "infections on and off of the right cheek" and a "1cm firm lump nodule". Patient also developed "mild swelling and tenderness". The patient has been treated with hyaluronidase, keflex on two separate occasions, warm compresses, massage, and drainage. Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infections, firm, lump nodule, mild swelling, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events.